Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of intraocular lens (iol) trailing haptic got stuck in plunger. Surgeon had to use a secondary instrument to remove haptic from device. Additional information has been requested, received and stated there was no patient contact.